Event description:
Procedure: ulnar osteotomy, open reduction internal fixation of ulna with 3.5 mm plate and screws - right wrist.physician reported that the tip of the hex driver broke during surgical procedure. The tip broke while being used to adjust a screw. The physician was unable to remove the tip (stuck in the head of the screw) and so the tip was left in place. Surgery progressed as intended.

Event description:
Procedure: ulnar osteotomy, open reduction internal fixation of ulna with 3.5 mm plate and screws - right wrist.physician reported that the tip of the hex driver broke during surgical procedure. The tip broke while being used to adjust a screw. The physician was unable to remove the tip (stuck in the head of the screw) and so the tip was left in place. Surgery progressed as intended.